Event description:
It was reported that the seal was incomplete on the sterile package. Found prior to use.

Manufacturer narrative:
This report is being filed as a corrective action to an observation on FDA form 483 dated july 25, 2012 for bard med div. Received two foley trays with its original package opened. Another FDA 3500a form (1018233-2012-00929) will be provided for the second product received. The samples were inspected for incomplete seal and it was noticed the supplier seal of both packages was partially opened. The openings were located in the middle (center) of the bottom seal of the header strip bag. In both samples, it was observed the oval vent hole in the header stip film layer was missing. The specs require a cut opening (oval). The seal transfer was reviewed and there were no problems of missing or weak seal. The seal was opened when the sample was sterilized due to the missing oval vent hole, therefore, not allowing the bag to "breathe" during the sterilization process. No other damages or problems were observed. The complaint is confirmed and related to the mfg process of the supplier. The supplier vent hole punching machine had a disconnection in the air line that supplies the pneumatic vent hole punch. The package labeling states "sterile unless package is open or damaged, except for the hand sanitizer and castile soap towelettes which are not terminally sterilized." (B)(4).